Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 02/02/2024, the patient experienced failed sensor after warm up which occurred 3 days after the sensor had been inserted in the abdomen. The patient experienced pain reportedly due to hyperglycemia. When they checked the tandem pump display device, it was noted the sensor had failed. The last known reading was not specified. The sister called an ambulance. The pain was treated with setamol (acetaminophen) in the ambulance and in the emergency department insulin drip for hyperglycemia and given more acetaminophen. At the time of the report, the patient was still in the hospital and feeling better. There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.